Event description:
It was reported that during a gall bladder case, six clips would not advance - almost went through the duct, and that the clips would not come out of the clip applier. There was no patient injury.

Manufacturer narrative:
Final device investigation showed that the clip applier had no clips remaining upon return receipt, and that the lockout mechanism on the handle was broken.